Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery. Customer's blood glucose was unknown mg/dl. The customer stated that the alarm was resolved by a complete set change. The customer was advised to call when the alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.